Event description:
Patient treated with portrait developed a hypertrophic scar under the nostril. Patient admitted to picking and scratching treated area and self treating areas of delayed healing. Patient was prescribed keflex to cover staph infection. The scar was injected with kenalog and treated with vbeam pdl. No visible improvements have been noted to date.

Manufacturer narrative:
Labeling instructs patients not to remove, pick or rub areas of the skin and to contact their physician immediately if there are signs of infection and that untreated infections may lead to scars.